Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased, unstable and high thresholds. Capture continued to increase during the life of the lead. It was noted that the patient experienced complete heart block. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.